Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: , serial: (B)(6) , batch 4870114.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue. Note : it is unknown which lead is related to this issue.